Event description:
It was reported via a trial that on (B)(6) 2009 the patient underwent stenting with one 3.0 x 28 and one 3.5 x 15 in the proximal right coronary artery(prca), one 3.0 x 23 in the distal right coronary artery (drca) and one 3.0 x 15 in the distal circumflex artery(dcx); all xience v stents. On (B)(6) 2010, the patient underwent cardiac catheterization for recurrent angina, 50% restenosis in the proximal left circumflex artery and a 60% restenosis in the distal right coronary artery(drca). The patient's condition resolved and was discharged the same day. There was no adverse patient sequela. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. The 3.0 x 23 mm xience v (B)(4) is being reported under a separate medwatch report number.